Event description:
Medrad stellant sterile disposable syringe catalog number sss-ctp-qft, lot number 125756, contained foreign matter within the coiled tubing. This was identified by the user prior to use and was not used with a pt. Contacted local rep to have product returned to manufacturer, it was not picked up and is still in our possession. Reason for use: IV contrast administration in computed tomography.